Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were hearing a beeping noise and was questioning if it was coming from their implantable pulse generator (ipg). The patient also indicated that they were at the hospital recently and were told that they may have a problem with their pacemaker. The patient also indicated that their device has not been checked. No information was available from the clinic through follow up. The device remains in use. No patient complications have been reported as a result of this event.